Event description:
The patient reported that in the summertime in 2020 (month unknown), she had a mass on the spine and states the mass was fluid. By the end of (B)(6) 2020, they went in to do a revision on the catheter and the doctor decided to do a revision of the pump as well. The drugs being delivered were bupivacaine, clonidine, and fentanyl.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: 2020-(B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8782, lot/serial#: (B)(6), implanted: (B)(6) 2020, product type: catheter. H3: evaluation of implantable catheter serial number (B)(6) identified a user-related hole in the body of the catheter and a kink in the body of the catheter. Leaking was observed from the hole in the catheter during testing in the lab. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at 200 mcg/day) via an implantable infusion pump. It was reported that there was a "leak somewhere along the track." There were no environmental, external or patient factors which may have led or contributed to the issue. A catheter revision was scheduled and completed, and no leak was observed. The catheter was explanted and replaced. No patient symptoms were reported. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. The catheter was going to be returned for analysis. No further complications were reported.